Event description:
The customer reported that the cine play back was not working and the vcr was not recording.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep reseated the cine bridge pcb and cleaned the edge connector to pcb, reformated the cine and image drive, retested the system cine record and play back functioned as intended. The customer will replace the vcr themselves.